Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and history could not be downloaded due to moisture. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were prohibited due to a replace battery alarm during the rewind step. The pump was not exercised for 24 hours on a 1 unit per hour basal rate. The pump was opened for further investigation, and moisture corrosion was observed on the motor flex connector. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service alarm had occurred. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.